Event description:
The customer reported to baxter (B)(6) of a multilayer bag set in which the chambers activated when filled. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: a photograph of the actual sample was received for evaluation. A photographic examination of the sample confirmed the reported condition and revealed that the amino & lipid chambers were activated. The root cause of this condition may be attributed to the variation in the sealing parameters of the peel seal, and or by a variation in the film thickness, and or by a non planarity of the sealing die on the film during sealing (non uniform seal). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.